Event description:
The customer reported positively biased proficiency fluid results using vitros amon slides on a vitros 5, 1 fs chemistry system. The proficiency fluids were being used to investigate amon imprecision on the vitros 5, 1 fs. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that there had been no issue with pt results. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint# (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained when using proficiency fluid samples from (B)(6) 2009. The proficiency fluids had been stored in the refrigerator for approx four weeks at the time of biased results were obtained. The vitros amon instructions for use states that samples should be stored refrigerated for less than three hours. Samples stored longer than three hours should be frozen at less than 18 degrees c. The root cause of this event is user error related to pre-analytical sample handling.